Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4).. Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result is 125 mg/dl. Nurse stated the last test performed was on the customer's wife and she had also received lo. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).